Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise that resulted in pacing inhibition. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.